Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer checked again later and her blood glucose was 568 mg/dl. The customer stated that her site fell off for a few hours and she did not know it. The customer stated that she inserted a new site and it fell out in two hours. The customer declined to troubleshoot.